Manufacturer narrative:
The patient was revised due to infection. Bioball monohead and taper adapter were removed and replaced with same size bioball monohead and taper adapter. All manufacturing process have been completed according to validated specifications. Therefor bioball system components are not estimated to have caused or contributed to the infection.

Event description:
The patient was revised due to infection. Bioball monohead and taper adapter were removed and replaced with same size bioball monohead and taper adapter.